Event description:
It was reported that the patient received inappropriate therapy. Device interrogation revealed that the implantable cardioverter defibrillator was double counting beats. The device would could not be reprogrammed due to fractional signals. The patient presented in clinic to discuss physiological changes.